Event description:
The patient's neurologist reported a concern that the patient's vns battery had depleted abnormally quickly. The neurologist reduced the device's frequency and magnet output current to conserve battery life. A review of device history records for the generator shows that no unresolved non-conformances were found. The device was manufactured prior to the implementation of the laser-routing process and was not laser-routed. No additional or relevant information has been received to date.

Event description:
Exported programming data from the neurologist's tablet was received. A review of the data found that the 50% battery status (reported on the initial report) was a result of normal, expected battery depletion. This is evidenced by the alignment of the percentage of battery capacity consumed, the displayed battery status, and the battery voltage throughout the available time. No additional or relevant information has been received to date.

Event description:
Patient underwent prophylactic generator replacement surgery. The explanted generator was discarded.